Event description:
It was reported that the patient's artificial urinary sphincter (aus) stopped functioning, as the device was unable to cycle, resulting in recurrent urinary incontinence. A surgical procedure was performed, during which was identified a fluid loss in the balloon. The aus was replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.